Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6)2012 and mesh was placed into the peritoneal space.  On (B)(6)2014 the patient had a recurrent hernia repair and it was found that the mesh had ¿broken down and there was a small defect in this area with mesh crumpled and going in and out of this area.¿  the mesh was trimmed back and removed. No additional information provided.